Event description:
Additional information received noted that explant occurred 2013 (B)(6) due to infection.

Event description:
It was reported that the patient had the implant (B)(6) 2013. The end of (B)(6)-beginning of (B)(6) 2013 a pustule formed midline from the left buttock/cheek area "where the electrodes were put in" that was hard to begin with but then became a blister. It was like that for approx. 3 weeks and then for the last 3 weeks, it had been draining either pure pus or a pinkish pus. 1 week ago another pustule formed where the ins incision was which was red and warm to the touch. The patient's husband was a medical hcp (healthcare provider) and was concerned the patient may develop osteomyelitis. The patient's doctor was hesitant to drain the pustules and the issue was spreading. The patient planned to see the doctor in follow up. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3889-28, lot# va06fgu, implanted: 2013 (B)(6), explanted: 2013 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).

Manufacturer narrative:
Product ID: 3889-28, lot# va06fgu, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).